Event description:
On (B)(6) 2013, it was reported that the pt's blood glucose levels have become elevated when he uses his infusion device. The pt thinks the infusion device is not delivering insulin properly. On (B)(6) 2013, the pt's blood glucose level was 18 mmol/l (324 mg/dl) and he took 8 units of insulin, but his blood glucose levels did not go down. The pt disconnected from the device and bolused 10 units of insulin two times and he did not see any insulin coming out of the infusion set. The pt tried again late and was successful. The pt thinks the infusion device is malfunctioning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.